Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the joint section between the bending tube and the distal end was not secured due to damage to the bending tube. The cause was not established. For the sticky grip, sticky plate and a sticky universal cord. However, most likely a result of user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephro videoscope exhibited that the joint section between the bending tube and distal end was not secured. The device also had a sticky grip, sticky unique device (ud) plate and a sticky universal cord. There was no patient involvement.